Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with intermittent button response due to flattened esc and act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the pumps are very hard to press. Troubleshooting was not performed. Product is expected to return.